Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned with implant driver still engaged along with the cover screw and implant carrier. The part was measured and verified to be a hahn tapered implant 7.0mm x 10mm (70-1154-imp0020) using radiographic template (pk-209-062515). Guided mount was identified with visual marking on the cylindrical portion and determined to be a hahn tapered implant driver- ø7.0 short (70-1071-srg0088). An attempt was made to disengage the implant driver from implant using prosthetic driver but to no avail. Internal hex of the implant could not be evaluated for any defects. Collar of the implant had no visual defect and connection between guided mount and implant was flush. There was no defect or non-conformity observed on the implant and threads were intact. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that product defect or non-conformity observed from returned product. Stock product review: there was no stock product from lot# 6088943 available for review. Root cause: per the reported information, the doctor did not notice anything abnormal with the implant prior to being placed, and noted that the implant driver had successfully been used on previous implant placement procedures. A root cause for this complaint cannot be explicitly determined but most probably cause is improper seating of the implant driver into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure.

Manufacturer narrative:
The doctor was unable to provide the patient's date of birth, but was able to provide the patient's age. The patient's weight was not recorded by the doctor. The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2021 at tooth location #18. After the implant was fully placed, the doctor could not get the implant to release the implant driver. The implant was stuck on the driver. The doctor removed the implant (with the driver still stuck on it), and then cleaned and grafted the site. The patient is currently reported to be healing, and is waiting for another implant. The patient has no relative medical or dental history, and has type ii bone quality. The doctor did not notice anything abnormal with the implant prior to being placed, and noted that the implant driver had successfully been used on previous implant placement procedures.